Event description:
It was reported there was no audio being emitted. The device was not in clinical use on a patient at the time of event, there was no patient involvement.

Manufacturer narrative:
The device was sent to a philips authorized repair facility that performed diagnostic/functional testing. Results of the functional testing indicate that there was no sound or beep. The testing confirmed the speaker was defective. The repair facility replaced the speaker. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The device was operational after repairs were completed and the device was returned to the customer.